Manufacturer narrative:
Complaint details: the customer reported on (B)(6) 2019 that they were getting air leak error message and the unit won't stop pumping service requested: assistance/troubleshooting. Service provided: ts provided the customer with the product details and the bsm manual. Investigation result: the device warranty began 10/30/09, which is over 9 years at the time of reported issue. A review of device history found no previously reported issues or nka physical servicing of the unit. There was a failure of the nibp pump. The unit was not returned and nka evaluation could not be performed. The root cause is unknown. The reason of the nibp pump failure was investigated by nkc under irc-nka300083020. Per irc, the cause of pump failure was determined to be cracked diaphragm due to negative pressure at the diaphragm. This is in turn caused by the intake port blockage preventing normal pump operation. The blockage could be of any trigger such as dirt accumulation at the valve. The blockage can be prevented by regular maintenance checks, cleaning and disinfecting the device. Customer's maintenance report for this unit is not available. The ay-631p-qm unit is used with bsm 6000 and the bsm 6000 service manual provides troubleshooting for the nibp air leak and advises customer on proper action to take. Review of the device history record (DHR) shows that the unit has no history of ncmr, refurbishing, or other suspected defects corrected information:the following fields were incorrectly populated: g4. Date received by manufacturer: should be 02/26/2019 not 03/28/2019 as listed on MDR initial report. The following fields contain no information (ni) as the customer did not provide this information: d1. Brand name. D4. Model. D4. Catalog. D4. Serial. D4. UDI #. F9. Approximate age of device. G5. PMA/510(k). H4. Device manufacture date. D11. Concomitant medical products : the ay unit was used in conjunction with the bedside monitor: model: ay-653p. Serial #: (B)(6). UDI #: (B)(4). D8. Is this a single-use device that was reprocessed and reused on a patient? No. D10. Ay unit used in this incident was not returned for evaluation. D11. The ay unit was used in conjunction with the bedside monitor. F9. Approximate age of device for ay unit: 119 months. H4. Device manufacturer for ay unit: 03/25/2009. H5. Labeled for single use? No. H8. Usuage of device: reuse.

Event description:
The biomed reports that ay-653p input unit that is part of the the bedside monitor system is getting an nibp air leak error. They opened the unit to evaluate it and found a powdery substance inside and cleaned it up. Once that was done, the nibp pump started pumping continuously and would not stop. Biomed is purchasing parts to repair, the unit. Ts has contacted the customer multiple times to see if the cuff deflates or not but the customer has not responded back. No known impact or consequence to the patient was reported.

Manufacturer narrative:
The biomed reports that ay-653p input unit that is part of the bedside monitor system is getting an nibp air leak error. They opened the unit to evaluate it and found a powdery substance inside and cleaned it up. Once that was done, the nibp pump started pumping continuously and would not stop. Biomed is purchasing parts to repair, the unit. Ts has contacted the customer multiple times to see if the cuff deflates or not but the customer has not responded back and as we do not have information on whether the unit deflated or not this issue is being reported. No known impact or consequence to the patient was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.

Event description:
The biomed reports that ay-653p input unit that is part of the bedside monitor system is getting an nibp air leak error. They opened the unit to evaluate it and found a powdery substance inside and cleaned it up. Once that was done, the nibp pump started pumping continuously and would not stop. Biomed is purchasing parts to repair, the unit. Ts has contacted the customer multiple times to see if the cuff deflates or not but the customer has not responded back. No known impact or consequence to the patient was reported.